Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to place a taxus express2 2.5x12mm drug eluting stent, when the proximal portion of the stent was lifted off the balloon. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.